Event description:
Covid-19 vaccine pfizer immunization augmentee was administering vaccine to an ad air force member when the needle detached from the and retractable safety syringe. On (B)(6) 2021, the shaw afb covid-19 vaccination team experienced 5 needles that detached after the vaccine was given; one bent needle noted before removing the cap and one needle that was locked out prior to removing the package. (B)(6) 2021 7 syringes with the needle malfunctioned while drawing up covid vaccine doses. The original packaging and appearance of the actual syringe and needle were intact and appeared to be functional. It wasn't until the syringe was used to pull out liquid from a vial that it was identified that the needle had already been activated. This was evident when the plunger was pulled back to draw up a dose and the needle retracted with the plunger as it was pulled back. The needle should not retract until the patient is given a dose/the needle comes into contact with the patient's skin and the dose delivered via the syringe plunger attached to the needle is pushed completely in to deliver the dose. This is a supply item for pfizer, ancillary supply kit coronavirus assemblage; item ID 6515016923904. Aiou needle retractable safety syringe with needle 23gx1". Deficient: 16. Report control number (rcn) (B)(4).